Event description:
The customer's mother reported that the customer had a no delivery alarm during basals on the insulin pump that results in high blood glucose. The customer's blood glucose level was 415 mg/dl. The customer was treated with mdi's until blood glucose comes down and change the infusion set. The customer's mother was advised to call when the no delivery is occuring, so we can properly troubleshoot. The customer was advised to do a complete set change as soon as possible.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.